Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - cocr modular head p/n 163663 l/n 583300. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02521.

Event description:
It was reported that a patient underwent a revision procedure due to unknown reasons. Attempts to obtain additional information have been made; however, no more has been provided and patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.